Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer's blood glucose level. Technical support provided the caller with a complete pump reset guide and advised them to perform the reset at their convenience and to follow up if the issue persisted.